Manufacturer narrative:
Investigation - evaluation: it was reported by university alberta hospital that a patient was brought into the (B)(6) hospital on (B)(6) 2020 for a crack in their redo single lumen tpn catheter. The line was assessed by a physician and approved for repair over replacement. The patient appeared clinically well. The catheter was clamped (with inline clamp) and transparent dressing was wrapped around the fractured end. The catheter was repaired without any complication and the patient tolerated the procedure well. The device was originally implanted on (B)(6) 2020. Another event involving this patient is also reported under patient identifier (B)(6). A review of the complaint history, device history record (DHR), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used redo single lumen tpn catheter set was returned to cook for evaluation. Upon visual inspection, the catheter wing fitting was noted to be separated from the silicone cover. The white hub was separated on the distal end where the hub tapers to a barbed section that goes inside the silicone tubing. The glue bond between the hub and the rest of the catheter assembly was separated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (9604893) and the related catheter component lot revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. Based on this information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current redo single lumen tpn catheter set is supplied with IFU c_t_tpn_rev7.pdf, which includes the following in relation to the failure mode: ¿warnings: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions: silicone catheter are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance: ¿..if catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter¿ based on the information provided, inspection of the returned product, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This device is not sold in the u.s.; however, this device meets the qualifications for same/similar to another device manufactured by cook that is sold in the u.s., thus prompting this report. (B)(6). Occupation: clinical safety coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a redo single lumen tpn catheter fractured after placement. The patient was brought into the emergency department after a fracture was noticed on the device. The device was assessed by the physician and approved for repair rather than replacement. The patient was reported to have appeared "clinically well". The line was clamped using an "inline clamp" with transparent dressing wrapped around the fracture. The repair was completed without complication and the patient was said to have "tolerated the procedure well". This is reported to be the second occurrence of this event with this patient. The other event is also reported under patient identifier (B)(6). No adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.